Event description:
It was reported, by the patient, that one month post a coronary drug eluting stenting treatment procedure, random itching in different areas on his body, which comes and goes, has occurred. Additional information requested from the physician was not provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.